Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the device had internal moisture; the main printed circuit board (pcb) assembly was corroded. Analysis also noted that the upper and lower cases were contaminated, two liquid crystal display (lcd) screws turned the case bosses, the battery cable was corroded, lcd wires connection was corroded, both case screws were contaminated, main seal was contaminated, ring screw was contaminated, and both wires on the lcd were pinched without insulation compromise and were routed incorrectly over the battery compartment. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the external pulse generator (epg) had internal moisture. The epg has been returned for warranty repair. There was no patient involvement.